Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with two (2) varipulse catheter and the patient experienced cerebral infarction. First it was reported that low voltage error occurred during touch up of the right pulmonary vein with a varipulse catheter. Reconnecting the varipulse catheter and the red/blue cable, replacing the catheter cable, and restarting patient interface unit (piu) and trupulse did not resolve the issue. The low voltage error resolved by replacing the varipulse catheter. It was originally reported that the procedure was completed without patient's consequence. Then, on (B)(6) 2026, it was reported that the patient had an asymptomatic cerebral infarction. No additional intervention was provided. The physician expressed the opinion that the cause of the adverse event was the ablation count reaching as high as 45. It was considered to be operator-related. The most recent information reported that 135 applications/52 pulse field ablations (pfa) were performed. The patient¿s condition was reported to be unchanged and patient has been discharged from the hospital.